Manufacturer narrative:
The investigation determined that a higher than expected vitros k+ quality control result was obtained using a vitros 350 chemistry system. The investigation determined the most likely assignable cause was user error due to the customer not calibrating the vitros k+ lot in use after unrelated serviced actions. After recalibration of the vitros k+ reagent lot in use, acceptable vitros k+ reagent performance was observed. No patient results were reported during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event.

Event description:
A customer observed a higher than expected vitros k+ result obtained from a single level of quality control fluid (3.674 mmol/l) compared to the expected result (2.90 mmol/l) when tested on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).